Manufacturer narrative:
Device received with minor scratches on lcd display window corners noted. The reservoir tube look normal and the p cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No failed battery test alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there was worn down at reservoir entry. Customer stated that there was crack on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.